Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. The latch lock flex sensor was replaced. Upon further testing, it was noted that the downstream occlusion (dso) seal was delaminating, and the chassis metal is dented into the upstream occlusion (uso) sensor and seal. The dso seal, uso sensor, and uso seal were replaced. The dso/uso sensors were calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited cassette sensor error. The event occurred during testing. There was no patient involvement, no patient injury was reported.